Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent primary breast augmentation with a mentor siltex round moderate profile 325cc saline prosthesis experienced spontaneous left sided deflation post procedure. The issue was diagnosed through a physical examination. As a result, bilateral prosthesis replacement with mentor smooth round moderate plus profile 450cc saline prostheses was performed on (B)(6) 2020.